Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had to have their leads and battery removed due to an infection that was never really eradicated when they got the original infection. The patient was scheduled to have another full placement of 2 leads and a new battery in (B)(6) 2016. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor. Refer to manufacturer's report # 3004209178-2015-19047 for the patient's original infection.

Event description:
A manufacturer representative (rep) reported the patient is having a new implant on (B)(6). It was noted she had trouble healing from the last implant and the healthcare professional (hcp) removed both leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.